Manufacturer narrative:
(B)(4). P-cap, reservoir locks properly into place. Unit received with a frozen display with flashing medtronic logo. Reset the pump three times to determine flashing medtronic logo is permanent. Frozen display occurred due to corroded electronic assemblies. Unit unable to perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to frozen display anomaly. The following were noted during visual inspection: cracked case (battery tube), pillowing keypad overlay and minor scratches on case.

Event description:
Information received by medtronic indicated that the insulin pump was submerged to water. Customer went to swimming. Customer stated there was water in the liquid crystal display and notice that there was a crack on the battery compartment. Customer stated they do hear fluid when shaking the insulin pump. Customer stated they see fluid under the liquid crystal display. Customer stated the insulin pump was not dropped. Customer stated there was cracks in the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.